Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs) united states, alleging that his onetouch ultra2 meter was displaying an unknown error message. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the unspecified error message began to appear a few weeks prior to contacting lfs. The patient stated that he manages his diabetes with a fixed dose of insulin (novolin r three times a day and novolin n twice a day) and continued to follow his usual diabetes management regimen in response to the alleged issue. The patient reported that an unspecified time after the alleged issue began, he started developing symptoms of ¿exhausted, severe dry mouth, constant urination, dizziness, lightheaded, pain in his feet, infections not healing¿. On (B)(6) 2022 , at 7:00 pm, the patient claimed he went to hospital, where a ¿high¿ laboratory blood glucose result was obtained; he was unable to recall the exact result. The patient stated that he was hospitalized and received IV fluids, insulin and blood glucose monitoring. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca was unable to walk through resolving the issue as the patient no longer had the test strips available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.